Manufacturer narrative:
Follow-up #1: date of submission 7/22/15. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: confirmed a dim pink display. Unrelated to the complaint, keypad is peeling and contrast, ok, down, up keys are intermittently responsive. Removed the keypad and found contamination under the all key contacts.. Battery compartment cracked below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging display (dim/fading/color spectrum) issue. There was no alleged adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved at the time of this report.